Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device did not complete boot-up cycle during power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the interface pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.